Event description:
Customer reportedly received results of 307 mg/dl and 94 mg/dl within 10 minutes on the aviva system. No actions taken based on device results,. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.